Event description:
Customer reported fentanyl 250ml bag was to run at 7.5ml/hr; however, infused in 10 minutes. Pt received narcan and was transferred to the special care unit and placed on a monitor. Pt's vital signs remained stable. Although requested, no further pt/event info was provided. Biomed at the facility performed testing of the device and did not find any issues.

Manufacturer narrative:
The event log was reviewed. The reported over infusion of fentanyl was found to have resulted from a user programming issue. The user programmed the final 250 ml infusion allowing the device to operate at 999 ml/hr for 15 minutes delivering the entire 250 ml. The root cause of the customer's experience was determined to be a programming error. Functional testing of the pump found the channel in question delivering fluid within specifications.